Event description:
Caller alleged discrepant correlation inratio2 inr results. Nurse stated she has observed many unexpected results when comparing inratio monitor sn (B)(4) to inratio monitor sn (B)(4). Nurse has observed a higher frequency of inaccurate results on inratio with sn (B)(4). Results are as follows: date: (B)(6) 2014; sn (B)(4) >7.5 - 6.0; sn (B)(4) 3.0 >7.5. The time between testing was (5) minutes. Reportedly, the monitor was brought to the patient's finger for two of the tests - operator could not remember which tests the meter was moved during. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.